Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: screen does not turn on, missing feet and misaligned right side. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There were no significant events in the error log. It was confirmed that the display screen will not stay on, missing feet and misaligned right side. The device was realigned during inspection. The customer does not want any repairs done to the unit. The unit will be retuned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation.   The device did not pass testing or could or could not be tested.